Event description:
It was reported that "burrs" were found on at the plastic and metal junction of the syringe 5ml ll 21x1-1/2 emerald needle, and white particles "or stains" were seen on the metal, all before use. The following information was provided by the initial reporter, translated from spanish to english: "the tip of the needle should be sharp and free of burrs, hooks and other defects on its edge. In addition to having a three-bevel needle, at least, or a better configuration. According to the additional information received on 13.sep.2019 the description of the event is: this complaint is for plastic burr at the junction of the plastic and metal inside the needle as seen in the photos, they also have white particles or stains on the metal."

Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and retain samples were analyzed and it was possible observe the presence of foreign matter at cannula and flash at hub. According the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: foreign matter: polymerized lube. System cleaning failure. Machine stopped. Incorrect gauge selection. Polypropylene on cannula. System cleaning failure. Use of air guns. Pad parts on cannula. Worn lube application pad. Dirt pad. Black spot on cannula. System cleaning failure. Use of air guns. Dirt pad. Resin on cannula. O¿ring ring adjustment failed. Incorrect nozzle pressure. Flash: gap between the epoxi and inner diameter of metal sleeve bearing; the follow actions were planned to mitigate the potential causes: polymerized lube: increase frequency and lube cleaning procedure; empty lube tank in long stops ¿ empty nips in longs stops; verify that the selection of gauges during the changeover is being performed correctly. Set selection control; polypropylene on cannula. Increase frequency of shield station cleaning; remove air guns from machine; install movable guard on shield station; pad parts on cannula. Establish pad exchange frequency; insert pad quality analysis in operating routine; black spot on cannula. Establish daily and weekly cleaning procedure; remove air guns from machine; establish pad exchange frequency; insert pad quality analysis in operating routine. Resin on cannula. Poka yoke o'ring ring adjustment. Study and establish adjustment patterns. Train all shifts. Flash: develop gauge to inspect mold during setup. Monthly or setup review of epoxy pins condition. Check mold centralization as part of bbp. Evaluate the feasibility of inspection by digital magnification.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "burrs" were found on at the plastic and metal junction of the syringe 5ml ll 21x1-1/2 emerald needle, and white particles "or stains" were seen on the metal, all before use. The following information was provided by the initial reporter, translated from spanish to english: "the tip of the needle should be sharp and free of burrs, hooks and other defects on its edge. In addition to having a three-bevel needle, at least, or a better configuration. According to the additional information received on 13.sep.2019 the description of the event is: this complaint is for plastic burr at the junction of the plastic and metal inside the needle as seen in the photos, they also have white particles or stains on the metal."